Manufacturer narrative:
(B)(4). Date sent: 09/28/2020. Additional information received: qty to be returned = 0.

Manufacturer narrative:
(B)(4).: batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic anterior resection, the device could not be fired although the staples were deployed on the rectum. The device was used for dst anastomosis. The surgeon was a newcomer. The target tissue was cut, and another device was fired to complete the case. There were no adverse consequences to the patient. No further information is available.